Manufacturer narrative:
The device was reported as non-specific broken. Initially, the event was coded as ¿cracked¿ but as no further information has been forthcoming, and the device is not available, we are unable to confirm the devices as cracked. Non-specific broken devices are coded as damaged and this has now been determined and the code has been changed to ¿damaged¿. There were no patient injuries reported. Catheter damage during clinical use is a known and common occurrence during angiography and is typically related to anatomy, technique, skill and vessel tortuosity. The instructions for use (IFU) cautions users to inspect for signs of damage prior to and during use. Any product with damage is not to be used. If the operator encounters damage during use, they are clinically trained to immediately discontinue manipulations and remove the product. Therefore, the potential for patient injury/death occurring as a result of kinking or bend type damage is remote.

Manufacturer narrative:
The device will not be returned as it was discarded. A review of the manufacturing documentation associated with lot 17448353 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there were four broken 5f tempo catheters before and during use. The first occurred on the table at the level of the bend. The second occurred in the patient, however the broken piece remained supportive and could be easily extracted. The third and fourth catheters were broken in their primary packaging. Only the last two have been preserved and will be sent in for analysis. There was no reported patient injury and the procedure was completed with other non-cordis catheters.